Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states that while utilizing either a tampax product or u by kotex click, unknown absorbency, tampon, after removal of the tampon, she had pieces of tampon that were stuck in her. She sought medical treatment due to odor and cramping, and pieces of tampon were removed by her doctor. Consumer was prescribed antibiotics.